Event description:
On 02/10/2026, manufacturer was made aware that an client/end user was operating the power wheelchair on a sloped sidewalk when the left caster wheel reportedly turned and cracked. As a result, the wheelchair came to an abrupt stop. The client/end user was wearing a seat belt at the time of the incident and reportedly lunged forward against the restraint when the chair stopped suddenly, resulting in a whiplash-type motion of the neck. The client/end user is currently reporting neck pain. At the time of the report, it was unknown whether the client/end user sought or received medical evaluation or treatment.

Manufacturer narrative:
Based on the information currently available, the incident involved an abrupt stop of the power wheelchair following an alleged cracking of the left caster wheel, with the client/end user subsequently reporting neck pain consistent with a whiplash-type motion. At this time, no confirmation of medical evaluation or treatment has been received, and the device has not yet been evaluated. Conclusion. Since the end user had neck injury, this MDR has been filed.